Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on (B)(4) 2018. The rep indicated that the office was notified of the patient¿s complaint and the patient is making an appointment to see the managing physician to discuss this. The rep would add an appointment date to the report when they have it. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient reports premature battery depletion. They will charge it to 100% then the next morning the battery will be empty again. When charging, the first ¾ will quickly charge but then the last ¼ will take 3 hours. The patient let their battery discharge several times. However, the patient could not remember the dates. The rep met with the patient on (B)(6) 2018. The amplitude was 9.2 so they reprogrammed and gave a new amplitude of 8.0. They also started cycling to see if this would help. The rep sent the patient home recharging. The rep spoke with the patient on (B)(6) 2018. Even with cycling activated, the battery still depleted to empty by the morning. The patient was charging again. Daily recharging is required to keep the battery from overdischarge. The rep would contact the managing physician office to let them know. The issue was not resolved. Surgical intervention was planned but has not been scheduled yet. The patient was noted to be alive with no injury. No further complications were reported/are anticipated.